Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 375 mg/dl. The customer was hospitalized because of the bronchus sinus infection and stomach virus. The customer was not wearing the insulin pump in time of hospitalization and she doesn't remember how long because she was throwing up so much. No further information was reported.